Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer placed the pump in storage mode. Subsequently, after charging the pump for over an hour, the pump was unable to be turned on. The customer plugged the pump into multiple cables and outlets and the pump remained unresponsive. The customer's blood glucose level was 216 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.